Event description:
Dr reported that a pt was hospitalized from 24 may 1998 to 01 june 1998 because of a corneal abcess in the right eye. Culture of the product was positive for serratia marcescens and sensitive to antibiotics (amikacin, aztreonam, cefepime, ceftazamide, ciprofloxacin, imipenem, meropeenen, pipertazobactam and ticarciclavulamic). She was treated with intravenous antibiotics and corticosteroids. The pt's last visit to the hosp was on 02 june 1998 where she presented with a central corneal leucoma. Conversation with pt indicated that she did not feel that the event was related to the product as she mentioned that sometimes she was not very "clean" when disinfecting her lenses. She reported she has no further sequelae. No corneal opacity is left and she can no longer wear contact lenses.